Manufacturer narrative:
Fiber analysis: a circumferential fracture of the glass cap was found, distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Burnt on detritus and devitrification of the cap output window was also observed. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. This issue may also cause forward-firing of the side-firing surgical fiber. The most probable root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber did not work properly; the laser console displayed an error code and went into stand-by mode at 25,435 joules of use. The case was completed using a second fiber. There was no injury reported.